Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged difficulty breathing/short of breath .there was no report of patient serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 31, 2021, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a bipap device's sound abatement foam. Additional information was received about the alleged dry throat and sometimes having to take mask off due to coughing. There was no report of serious patient harm or injury. After third attempt to have the device and components returned for evaluation and investigation, the customer has responded but the device has not yet returned to the manufacturer for evaluation. Addition to that, patient has got the replacement. How-ever we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.